Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: the accessory carrying case was not returned with the pump. The pump booted to the verify screen with audio and vibration. All of the buttons on the keypad were responsive and there was no defects found related to the original complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump case was tearing. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.